Event description:
It was reported that a leak was found "between the connection" during use of a stopcock with an unspecified extension set. This occurred during patient infusion with normal saline. This event resulted in blood backflow and normal saline could not be infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical university. H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were connected to an in-lab component (iso standard), which torqued as required (connected) and no unwinding/disconnection was noted. Underwater leak testing was performed and no leaks were identified. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.